Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, states door clamp is open when it is closed was not reproduced. A review of the event history log revealed shut door - power off messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be lower link switch faulty. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had error states door clamp is open when it is closed. This occurred during an unspecified process step in the emergency department. There was no patient involvement. No additional information is available.